Event description:
A caller reported a cartridge alarm 20 with issues occurring on consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts confirmed the pump was under warranty and proceeded to send a replacement pump. Instructions were provided regarding storage mode and returning the problematic pump using a pre-paid label within 10 days. Caller acknowledged understanding of these instructions and planned to consult a healthcare professional for backup therapy as none was available.